Event description:
On (B)(6) 2012, the patient contacted animas and stated that the ok keypad button was sticking and slow to respond to button presses for two months. The patient reported that the rubber keypad was torn near the ok button. Evidence of moisture was reportedly found in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with soap and warm water. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed that all keys are intermittently unresponsive. The keypad is torn at the "ok" key. Keypad was removed and it was observed that "ok" & "down" keys are inverted and contamination is present under all key contacts. Unrelated to this complaint, battery compartment is cracked and leaks. Corrosion found in battery compartment. Display is faded, discolored and difficult to read. Replaced faded display with test display, which was fully functional.